Event description:
Information was received indicating that smiths medical cadd solis vip pump did not recognize cassette. There was no patient involvement in the reported event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with the unit taped together. Event log history was performed and showed that "high alarm displayed: cassette not attached properly", "high alarm silenced: cassette not attached properly" were recorded in history. During analysis, the customer's reported problem regarding "pump is unable to detect cassette" was confirmed and was noted to be due to the downstream occlusion (dso) sensor being non-responsive. Service will replace the dso sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.